Manufacturer narrative:
Customer alleged the insulin pump alarmed replace battery and pump error 23 alarm. The testing needs to perform are self test, sleep current measurement, active current measurement and displacement. Also needs to download insulin pump using thus software to create a power management graph and the test energizer battery removal inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes. Thus was utilized and downloaded trace/history files properly and found replace battery alert (change battery fault (73)) at 06:59:00, replace battery now (off no power (11)) at 07:30:00 and pump error 23 alarm at 07:31:04 in the event date of (B)(6)2021. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device passed self test, sleep current measurement, active current measurement and displacement test. No replace battery alert or replace battery now noted during testing. Device was cut open to perform visual inspection and found no moisture or component damage on the electronic assembly, 40 pin flexible printed circuit/lcd, internal battery and battery tube. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm and power error alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.